Manufacturer narrative:
Additional information: g3, h3, h6. Based on the provided information, including the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is wear and tear of the device, as the manufacturing date is 06-may-2016. The complaint allegation was not confirmed as the customer's attached picture does not show the damage on the instrument.

Event description:
On 03/19/2024, it was reported by a sales representative via (B)(4) that an ar-3355-4030 scope has housing/threads that have unraveled. This occurred during use in a case with no patient affect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.